Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 38-year-old female patient who had essure inserted. The patient's medical history included anal fissure and back surgery. Concurrent conditions included depression, hypertonia and obesity. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: update of quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 38-year-old female patient who had essure inserted. The patient's medical history included anal fissure and back surgery. Concurrent conditions included depression, hypertonia and obesity. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year old female patient who had essure inserted. The patient's medical history included anal fissure and back surgery. Concurrent conditions included depression and hypertonia. In 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.